Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73k2100591 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the person in charge of the operating room found damaged package of product during inspection which led to broken sterilization.

Event description:
It was reported that the person in charge of the operating room found damaged package of product during inspection which led to broken sterilization.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with two cracks near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue. A dimensional or functional inspection was not required as a part of this complaint investigation. The device history review for the product visistat 35w 6/box lot# 73k2100591 investigation did not show issues related to the complaint. The reported complaint of packaging damage - sterility compromised was confirmed based upon the sample received. Teleflex will continue to monitor and trend on complaints of this nature.